Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged the patient had unspecified injuries and underwent a revision surgery on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged the patient had unspecified injuries and underwent a revision surgery on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral incarcerated inguinal hernias thereby underwent open repair with the implant of two kugel patches (device 1 and 2). Per op notes, "two small kugel patches (device 1 and 2) were placed on either side behind the floor of the inguinal canals." (B)(6) 2014 - patient was diagnosed with chronic left groin infection and recurrent left inguinal hernia thereby underwent repair with the removal of infected mesh (device 1). Per op notes, "the abscess cavity along with fistula tract was excised. The mesh was dissected free from surrounding scar tissue."